Event description:
It was reported that the procedure was performed to treat a moderately calcified and mildly tortuous lesion in the left anterior descending (lad). A 2.0 x 15 mm mini trek rx balloon dilatation catheter (bdc) was prepared with no noted issues and advanced to the lesion through slight resistance with the anatomy. However, during the second inflation the balloon was noted to rupture at 10 atms. Therefore, the bdc was replaced with a 2.0 x 10 mm non-abbott bdc and the procedure was continued. There were no adverse patient effects nor clinical delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation or during first inflation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during the second inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.